Event description:
During a bolt procedure, a chest tube piece broke off and was retained in the patient's abdomen, right upper quadrant. It went without notice for a week, but was eventually identified on an x-ray. After hearing about the rfb, the surgeon took the patient to the or for removal of the chest tube piece under c-arm guidance. The surgeon made a 4 cm incision in the right chest wall and easily retrieved the rfb. Refer to additional documents in i2k.